Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that tpn was slowly leaking around the "chamber". There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of leaking was confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing confirmed leaking from a small pinhole on the silicone pump segment tubing near the lower fitment. No crush marks or tool marks were observed on or around the lower fitment. The cause of the leak was a pinhole in the silicone pump segment. The cause of the pinhole is unknown.